Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus in the bile duct, the operation pipe broke. The doctor moved the basket back and forth but he could not remove the calculus from the basket. After he cut the basket wire, by using pliers, he continued to crush the calculus with bml-110a-1. Since there were similar size calculi, the doctor used second bml-v437qr-30 and crushed calculi. There was no patient injury reported regarding this event.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation pipe broke at the junction with the basket wire. There were no abnormalities founds upon investigation of the condition of solder part. The basket was deformed. There wer slips on the distal side of the coil sheath and a number of bends on the basket wire. As the checking of the manufacturing record of the same lot, there was nothing abnormal detected. According to the investigation, omsc assumes that the condition of the patient or calculus might cause this event. This report is being submitted as a medical device report in an abundance of caution.